Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra 2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The pt said she attempted to test with the reported meter and afterward, began to feel shaky. She ate some chocolate and began to feel better. The cca noted that the battery was replaced per the owner's manual. The batteries were correctly installed and the battery contacts were in good condition. The cca walked the pt through pressing the power button and inserting a test strip all the way into the test strip port; the meter did not turn on with either attempt. The pt's product were replaced. This complaint is reported because the pt alleges the lfs product did not power on and afterward she felt shaky, a typical symptom of hypoglycemia. The pt claims she treated herself by eating chocolate.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.